Event description:
It was reported that approximately 6 years and 6 months following the implant of a transcatheter aortic valve, moderate aortic stenosis and a mean gradient of 26 millimeters of mercury (mmhg) was observed. Approximately 2 months later, computed tomography angiogram (cta) revealed hypo-attenuated leaflet thickening (halt) with thickness measured up to 5 millimeters (mm) was observed. Subsequently, the patient was prescribed coumadin. Approximately 3 months later, the patient returned for reassessment. It was observed that the coumadin had brought the mean gradient down to expected levels, and the valve stenosis had receded. Approximately 22 days later, the patient stopped their coumadin. Approximately 1 year later, the gradient had re-increased above the expected range, with a peak of 52 mmhg. Approximately 28 days later, cta revealed the halt had worsened compared to the previous cta. Approximately 4 dates later, echocardiogram revealed the patient was asymptomatic. Approximately 9 days later, a mean gradient of 13 mmhg was observed. Approximately 1 month later, the patient presented with fatigue, dizziness, and shortness of breath (sob). Subsequently, the patient was directed to restart the coumadin, and follow-up in 3 months. Upon the follow up appointment, the patient continued to experience the same symptoms. Approximately 13 days later, a repeat cta was performed, revealing mild thickening consistent with halt, however, there was significant resolution of thickening when compared to the cta conducted approximately 5 months prior. Approximately 5 days later, the patient experienced hemodynamic instability. The patient is planned for a transesophageal echocardiogram (tee).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d4, h4, corrected data: d6a note: with receipt of the serial number, an existing duplicate event was identified and is captured within regulatory report # 20255 87-2024-01880. As result, going forward, if further reportable information is received pertaining to this event, the new information will be submitted within regulatory report # 2025587-2024-01880. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: a2. Age at event b3. Date of event d6a. Implanted date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 6 months following the implant of a transcatheter aortic valve, moderate aortic stenosis and a mean gradient of 26 millimeters of mercury (mmhg) was observed. Approximately 2 months later, computed tomography angiogram (cta) revealed hypo-attenuated leaflet thickening (halt) with thickness measured up to 5 millimeters (mm) was observed. Subsequently, the patient was prescribed coumadin. Approximately 3 months later, the patient returned for reassessment. It was observed that the coumadin had brought the mean gradient down to expected levels, and the valve stenosis had receded. Approximately 22 days later, the patient stopped their coumadin. Approximately 1 year later, the gradient had re-increased above the expected range, with a peakof 52 mmhg. Approximately 28 days later, cta revealed the halt had worsened compared to the previous cta. Approximately 4 dates later, echocardiogram revealed the patient was asymptomatic. Approximately 9 days later, a mean gradient of 13 mmhg was observed. Approximately 1 month later, the patient presented with fatigue, dizziness, and shortness of breath (sob). Subsequently, the patient was directed to restart the coumadin, and follow-up in 3 months. Upon the follow up appointment, the patient continued to experience the same symptoms. Approximately 13 days later, a repeat cta was performed, revealing mild thickening consistent with halt, however, there was significant resolution of thickening when compared to the cta conducted approximately 5 months prior. Approximately 5 days later, the patient experienced hemodynamic instability. The patient is planned for a transesophageal echocardiogram (tee).